Event description:
Received information from the perfusionist: they did not see the blood line was connected but without priming or blood, they were dry. They first got the oxygenator connected with the heater/cooler and blood lines. The blood lines where dry without prime or blood and the water of the heater cooler was in the circuit and got into the oxygenator. They have this practice as a security measure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received, indicating that there was leakage from blood circuit to heat exchanger circuit. The blood circuits of the oxygenator were mixed with the water circuit of the heat exchanger.

Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. Upon further investigation of the reported event. The following information is new and/or changed: b5: (added describe event or problem). D9: (device availability, added date returned to manufacturer). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information). H3: (device evaluation anticipated by manufacturer. A second follow-up will be submitted, upon completion of the investigation and/or submission of new information. Thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was visually inspected and found no breakage or other anomalies that could lead to a leak. The actual sample was rinsed, filled with water colored for better visibility, and then pressurized at 3kgf/cm2. According to the results of the investigation, no anomaly was noted in the pressure resistance of the water channel to the blood channel was not reproduced. The cause of the occurrence of the reported leak cannot be clarified from the condition of the actual sample. Review of the manufacturing record and incoming inspection record of the involved product/lot# combination confirmed that there were not any anomalies in them. A search of the complaint file did not find any other similar reports with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information was received indicating that the event occurred during prime and product was changed out. Per user facility the heater cooler circuit was mixed with the blood circuit and they realized this before the connection to the patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 28, 2021. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and correction) . H3 (device evaluation anticipated by manufacturer ). H6 (evaluation of codes - corrected code 2645). H6: health effect - impact code: 2645 - no patient involvement. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular prior to cardiopulmonary bypass, during setup, the oxygenator filters upon connection to the tubing circuits and heat exchanger hoses. It is unknown whether the product was changed out. Terumo continues to attempt to gain more information regarding this event from the user facility. The surgery was completed successfully.